Event description:
It was reported that a patient underwent a supraventricular tachycardia ablation procedure with a navistar¿ electrophysiology catheter and post procedure the bwi product analysis lab identified a broken peek housing with internal components exposed. During the procedure, there was signal interference noise was observed on the intracardiac channel. During the signal interference, there catheter was inside of the patient's body. The medical team still had access to ECG (electrocardiogram) channels. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital the product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and electrical test of the returned device were performed following bwi procedures. Visual analysis revealed that the peek housing was broken with internal components exposed; since the damage observed was not reported it could be related to the handling and/or shipping after procedure; however, this cannot be conclusively determined. An electrical test was performed, and no electrical issues were found. A manufacturing record evaluation was performed for the finished device number 30942139m, and no internal actions related to the reported complaint condition were identified. The electrical issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendation: ECG (electrocardiogram) noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).